Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on 03/14/2018. Date if sensor insertion is an approximation. The patient's mother stated the patient experienced a hypoglycemic event that resulted the patient collapsing and in lost consciousness. The cgm was reading 70mg/dl but the bg meter was reading 30mg/dl. The patient's mother administered the patient with a glucagon hypo kit and the patient regained consciousness. The patient's mother indicated that the patient had to see a doctor due to feeling nauseous from the hypo kit treatment. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.